Event description:
It was reported that customer experienced continuous glucose monitor error described as cgm error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, did not encounter cgm error again after reset, and successfully started new sensor session, with no additional information received regarding further outcomes.